Manufacturer narrative:
MFR report is associated with argus case (B)(4): polident overnight denture cleanser tablets.

Event description:
I swallow the denture in the water I swallowed the cleanser in the water [accidental device ingestion]. My esophagus is burning. I still feeling burning I dont know what to do for my esophagus. [Burning esophagus]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number nj07059, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident overnight denture cleanser tablets. On (B)(6) 2019, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and burning esophagus. The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the burning esophagus was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion and burning esophagus to be related to polident overnight denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on 25 june 2019. The consumer reported that "I am calling about the polident. Two days ago by accident I swallow the denture in the water I swallowed the cleanser in the water, only one swallow one day after I went to doctor and I told them my esophagus is burning they gave me medicine for my stomach I still feeling burning I don't know what to do for my esophagus. Sunday morning around ten thirty we went to out and I as packing it took a pill and I forgot to throw away the water. I only swallow one time. The lot number is nj07059 and there is another number (B)(4). If you cannot help me I will call my doctor.". The another lot code provided by the consumer does not match the lot code document.